Event description:
A static acquisition was run with the gammaacamera in the 180 degree position. The technologist was running wholebody preparation (protocol done) and pushed on the safety pad as required by the camera (safety check). The message "rotation angle should be 180. Press start to move automatically to the 180 position" was displayed. The technician put the camera manually in the 0 degree position, put the scintbed in the wholebody position, and pushed "ctl g" on the keyboard. The camera starteed counterclockwise rotation and struck the patient's abdomen. The rotation was stopped by the safety pad. The technologist pushed the emergency switch and freed the patient.device not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.